Event description:
(B)(4). Dear all, I apologize I am not able to access etq, yet. Thus, I attach a paper reporting 14 cases of endocarditis occurred in perceval patients. (B)(4). Endocarditis on a perceval s sutureless prosthesis. A new valve with a new form of clinical presentation. (B)(4). Time since surgery: 9 months, microbiology: cns, tee: ic - mitro-aortic thickening, vegetation: no, leak: no, euroscore I/ii: 34.2% / 9.4%, pet/CT annular involvement/abscess: np, surgical treatment: yes, surgical technique: avr patch stented, outcome: alive. Abbreviation meaning: avr, aortic valve replacement; ckd,chronic kidney disease; cns,coagulase-negative staphylococcus; copd,chronic obstructive pulmonary disease; ic,inconclusive; na, not applicable (patient not suitable for surgery); pet/CT positron-emission tomography/computed tomography; si,surgical intervention; tee,transesophageal echocardiography; vgs,viridans group streptococcus. The data are expressed as no.(%) or mean +/- standard deviation. This case refers to pt # (B)(6): based on information received from the paper "endocarditis on a perceval s sutureless prosthesis. A new valve with a new form of clinical presentation" by (B)(4). The patient was suffering from prosthetic valvular endocarditis (pve). A perceval pvs 27mm was implanted. After 9 months of implantation an echo showed the patient had signs of aortic thickening. The patient required surgical intervention and an avr patch stented was implanted.